Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a lower limb artery occlusion interventional procedure using a 6f sheath. During preparation, the device was soaked in heparinized saline without pre-flushing with a syringe. Reportedly, the device was advanced into the vessel, but there was no flow of blood from the marker lumen. The physician changed the angle of the device slightly but there was still no flow of blood from the marker lumen. The proglide was removed and flushed with heparinized saline, but no fluid was noted to flow out. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a lower limb artery occlusion interventional procedure using a 6f sheath. During preparation, the device was soaked in heparinized saline without pre-flushing with a syringe. Reportedly, the device was advanced into the vessel, but there was no flow of blood from the marker lumen. The physician changed the angle of the device slightly but there was still no flow of blood from the marker lumen. The proglide was removed and flushed with heparinized saline, but no fluid was noted to flow out. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information: returned device analysis noted a break in one of the guide halves at the distal end of the guide. Follow-up with the account was not able to confirm when the breakage occurred. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no flow of blood from the marker lumen¿ was not confirmed. Additionally, there was a break in one of the guide halves at the distal end of the guide. Follow-up with the account indicates that the correct device was returned for analysis and that they were not able to confirm if it occurred in the patient or not. A guide break can occur as a result of aggressive user technique during the procedure or from post procedure handling. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly the device was not flushed with saline during prep. The electronic proglide instructions for use (IFU) states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide suture mediated closure device if the marker lumen is not patent. The IFU deviation would not have contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.